Manufacturer narrative:
During follow-up on (B)(4) 2014, medical assistant, reported the patient is healing well but slowly. He stated the vinegar soaks made his skin dry and cracked so he discontinued the soaks and self-treated with tea tree oil. The radiesse lot number was not provided; therefore, the device history record could not be reviewed.

Event description:
On (B)(6) 2014, medical assistant at the (B)(6) reported a patient injected with radiesse dermal filler by clinic coordinator, (B)(6), lpn developed necrosis. The patient was injected with two (1.5 cc) syringes for hiv facial lipoatrophy on (B)(6) 2014. The left cheek area became red and painful and the patient returned to the clinic on (B)(6) 2014 with an area of necrosis on his left cheek. The patient was instructed to keep the area clean and use vinegar soaks.